Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was distorted and the inner and outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking, and the outer tubing environmental stress cracking was breach/breach (non-electrical). The outer insulation had cosmetic depression.

Event description:
It was reported at the device change out, the ventricular lead upon visual inspection exhibited severe insulation breach/tear on the conductor distal to the pin trifurcation. The lead was capped and replaced. No patient complications were reported as a result of this event.